Manufacturer narrative:
3/16/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a total gastrectomy procedure. Reportedly the instrument broke. No pt injury was reported.